Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the femoral artery using a 0.014 pt choice 180cm guide wire and a non-bsc guide catheter. The target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. A 2.5x15mm maverick balloon was used to predilate the lesion. Then a 3.0x16mm promus element was advanced, but noted difficulty getting it into position. The stent delivery system was then pulled back into the guide catheter, so the lesion could be predilated again. Some "roughness" was encountered and it was noted that while pulling the stent back, the stent struts "stood up". The device was removed and discarded and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a promus element monorail stent delivery system (sds). There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The first three proximal rows of struts were stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the femoral artery using a 0.014 pt choice 180cm guide wire and a non-bsc guide catheter. The target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. A 2.5x15mm maverick balloon was used to predilate the lesion. Then a 3.0x16mm promus element was advanced but noted difficulty getting it into position. The stent delivery system was then pulled back into the guide catheter so the lesion could be predilated again. Some "roughness" was encountered and it was noted that while pulling the stent back, the stent struts "stood up". The device was removed and discarded and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).